Event description:
It was reported that a lead integrity alert (lia) triggered due to non-sustained ventricular tachycardia episodes with noise and high short interval counts (sic) on the right ventricular (rv) lead. The impedance started to fluctuate and insulation damage was suspected. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This product was included in a field action. Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. (B)(4).